Event description:
Home infusion nurse stated she is having issues with the new curlin pump pt recently got. Pump giving her errors stating there was air in the line and there was down occlusion even though there was no clamps on the line. She states she had the same issue last infusion which was fixed by changing the tubing, but this time that did not work. She completed the infusion via dial-a-flow in light of curlin pump error. No side effects reported new pump being sent. Pump used to infuse gammaplex 10% at above dose and frequency. Reported to (B)(6) by pt/caregiver.